Event description:
A malfunction was reported on the pump, specifically displaying malf 16, and despite efforts to reset the pump, the issue persisted. There was no adverse impact to the customer's blood glucose level. The customer was assisted with the pump reset, informed about receiving a replacement pump with updated software, and instructed on necessary steps for handling the malfunctioning device. The customer acknowledged understanding of these steps and agreed to use multiple daily injections as backup therapy until the replacement pump arrives.